Event description:
The catheter was placed in 2006. The site was prepped with polyvinylpyrrolidone. The catheter was flushed with a 5 ml syringe two times a day. Approx 2 months later, the pt found the catheter broken. The catheter was successfully removed without surgical intervention.

Manufacturer narrative:
The sample has been received for analysis and is currently under investigation. A supplemental report will be received upon completion of the investigation.